Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low micro total protein (m-tp) result, which were generated by unicel dxc 800 pro synchron chemistry analyzer. The sample was run and an out of instrument range high result was obtained. The sample was diluted 1:6 and run on the same unit. A result of 128 mg/dl was obtained and was questioned by the lab. The diluted sample was repeated on a second analyzer and 168 mg/dl was obtained. The customer replaced the reagent and ran 10 replicate precision studies on the diluted sample using the initial unit and a mean result (144 mg/dl) from the last 8 replicate runs and reported the result. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was from a 24 hour urine collection. Prior to the event, m-tp was calibrated and qc results were inconsistent. Qc was repeated and the results were within the lab's established ranges. A bci field service engineer (fse) replaced multiple hardware components on the instrument. The customer confirmed the repair by running qc precision study. Although hardware appears to be a contributing factor, a clear root cause cannot be determined for this event.